Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the scs ipg was explanted. No additional information was made available to the manufacturer.